Event description:
During a procedure the surgeon use the disposable endocut scissors tip without removing the elastic silicone band that were locate at the tip of the scissor, this lead to the elastic silicone band to dislodge and fell into the pt.

Manufacturer narrative:
The elastic silicone band p/n 09-22-02 is made from white silicone tubing. The band is apply onto the tip of the scissor during mfg to keep the scissor tip from moving apart during transportation. The band is to be remove in order to use the scissor properly. User error lead to the event.